Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to suspected battery depletion. The patient condition was stable.

Manufacturer narrative:
The reported field event of early battery depletion was not confirmed in the laboratory. Device was received in normal working condition and was at elective-replacement voltage level (eri). Electrical and mechanical test results indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.